Event description:
It was reported that packing for a syringe 0.3ml 31g 8mm hu bls s500nola had defects.

Manufacturer narrative:
Investigation summary: customer returned (5) empty blister packs for 3/10cc, 8mm, 31g syringes and (1) blister pack with two 3/10cc, 8mm, 31g syringes in the packaging from lot # 6179969. Customer states that there are defects in the insulin syringe packaging. All empty blister packs were examined and all exhibited proper and complete seals. The blister pack that included two syringes inside exhibited an open seal on the side of the blister pack. A review of the device history record was completed for batch # 6179969 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (empty blister pack, extra syringe in blister pack, and open seal). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. As per manufacturing, all returned samples were visually inspected and noted that 3 of the 6 samples were identified from lane l2 and the remaining 3 samples were identified from lane l8. These unique identifiers are utilized for traceability for the individual blisterpacks positions during packaging of this batch. The specific equipment on which this batch was packaged runs two lanes, l & m, with 8 pockets per lane. The #2 pocket would be the 2nd in from the exterior edge of the webbing material, while the #8 pocket would be on the most outer position of the webbing material. "The presence of empty sealed blisterpacks and one with an additional syringe is likely due to a scale error at the point of packing the blisterpacks into a shelf carton/case."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packing for a syringe 0.3ml 31g 8mm hu bls s500nola had defects.